Manufacturer narrative:
Corrected d3 with accurate manufacturer contact info. Corrected g1 with accurate manufacturer contact info. Corrected g4 to accurate PMA/510(k) number eua (B)(4).

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer states that the patient (an employee) had hives after testing with binaxnow covid-19 antigen self test swab. The patient consulted with his health care professional and it was recommended that he take 50mg of benadryl. Additional information was requested but not provided.